Event description:
While treating a patient with the model 3100a, the mean airway pressure "completely dropped out". The patient was bagged until the problem was corrected, then returned to treatment on the 3100a without any stated compromise.